Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The reported failure to achieve hemostasis could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that contribute failure to achieve hemostasis may include, but not limited to, user pulls back on the device during clip deployment, user rocks/twists the device during device withdraw, clip interacts with the vessel locator wings. It was reported that femoral angiogram was not performed. It should be noted that the starclose instructions for use (IFU), closure procedure section, step 1 states: perform a femoral aniogram through the side port of the procedure sheath to determine the location of the arteriotomy size, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity or presence of arterial wall dissection. In this case, it is unknown if the absence of femoral angiogram performed would have contributed to the reported event. The reported subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017 (failure to follow steps / instructions) added to capture no femoral imaging.

Event description:
It was reported this was an arteriotomy closure of a left common femoral artery using a starclose device after an interventional procedure with an 8f sheath. Femoral angiogram was not taken prior to the procedure. Reportedly, after deployment of the starclose device, hemostasis was not achieved. Manual compression was then used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.